Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument pitch cable was found broken causing the cable to lose tension in the back and as a result the input disc spun freely and had no tension. The input disc was still attached to the instrument. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damages or wear marks. Other cables at the wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during central processing, the prograsp forceps instrument was noted to be broken. The customer noticed the instrument had one grey disc on the housing had no cable tension. There was no report of patient involvement.